Event description:
It was reported that drift was observed during the procedure. The pressure guidewire was initially recognized, zeroed and normalized. Troubleshooting consulted of unplugging and re-plugging the wire, flushing and re-zeroing the wire and still no resolution. At this point, the physician chose to remove the pressure guidewire and aborted the procedure entirely. No patient injury occurred. The customer had not reported any other findings however, when the pressure guidewire was returned to the manufacturer investigative results revealed a partially corroded distal tip dome.

Manufacturer narrative:
(B)(4). The device was received in damaged condition with multiple kinks and shaped tip. The distal tip soldered dome was corroded and whitish debris was noticed on it. The pressure sensor was intact. The signal test was performed and the wire was successfully zeroed; however the pressure signal drifted continuously. The reported failure was confirmed that the wire had signal drift issues. The corroded tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome is present to enhance smooth tracking and reduced resistance during the advancing of the wire. There was no report of wire handling difficulties. A corroded tip dome could contribute to decrease wire handling performance. The patient did not require additional interventions and no symptoms of vascular injury (myocardial infarction, ischemic ECG changes, vessel spasm) or adverse events occurred. In the event that all or part of the corroded dome remained in a coronary artery, the patient would possibly have experienced the aforementioned vascular events. The initial report from the customer did not include any report of a damaged tip soldered dome. From the time the wire was removed from the patient and returned to volcano corporation, it is unknown as to how the exposure to extrinsic factors (elapsed time, body fluids, returned packaging technique) could have affected the overall condition of the wire. It is likely that the wire left the manufacturer with the dome intact. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. The observed corrosion of the distal tip dome is being investigated by the manufacturer. If additional information becomes available at a later date, an updated report will be submitted.